Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, found external damage to the top cartridge and engineering noted there were no remaining clips in the unit; the unit was rebuilt with 15 clips. The damage to the top cartridge may have been caused by excessive force applied at the end of the distal end device. The unit functioned properly; the clips were fired off one at a time and conformed to all specifications. The unit was disassembled; it was found that there was insufficient grease within the unit. When there is not a sufficient amount of grease, it likely results in clip spitting. The root cause of the customer's experience was due to clip loading technique. The event information states the device was only actuated three times and no clip delivery was observed. It is likely that during the procedure, the device was actuated until all clips were expelled. Applied medical's instruction's for use state, "another clip should automatically load into the jaws after actuation and when the trigger is returned to the open position. If another clip is not present, squeeze the trigger to the handle again completely to reload the next clip, making sure that the jaws are free of tissue or obstructions." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "when attempting to place clip on vessel, surgeon noted bleeding occured. Attempted 2 more times to place a clip when a large pool of blood (100ml) made it evident the clips were not deploying. Measured taken to control bleeding. *would like applier examined to determine why vessel was torn.*" type of intervention: "control of bleeding." Patient status- "stable at end of procedure"